Manufacturer narrative:
Follow-up #1: date of submission 4/6/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: no power interruptions observed in the black box. Battery compartment is cracked alongside of pump. No damage found to battery cap. Battery cap is able to attach securely to pump. Pump powers on normal with no alarms. Pump exercised for 24 hrs with no power issues occurring. Battery cap contact height found within specification battery cap contact width found within spec. Pump opened and no damage found to power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.